Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the impella advanced forward 3 cm, and the staff observed that the pigtail was behind the pap. The team did not want to manipulate further since there was good flows and waveforms on the impella. There was no reported harm or injury to the patient.

Manufacturer narrative:
No product was returned. As per clinical review, impella position was shallow and the pump pigtail seemed to be caught in papillary. CPR was done prior to this positioning issue. The cause of the positioning issue was use related with CPR done leading to pump moving out of position per clinical review.